Event description:
The customer reported multiple error messages were symptomatic of a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted. The system was then found to be operating as intended.